Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused the reported fall. No failure detected, device operated within specification.

Event description:
The knee is not always bending the way the patient wants it to, he unplugs the knee and it beeps a lot more now. He was walking in his back door on concrete. The patient refused to go to hospital and a few days later he had a really bad headache, the doctor informed him that he had a concussion.